Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00700. It was reported that patient experienced ineffective therapy due to their right l1 lead migrating. X-rays were taken and confirmed the migration. As a result, surgical intervention may be pending to address this issue. Note: both leads are being reported as it is unknown which is liable

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00700. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have both of their leads replaced. Patient has effective therapy post op.